Event description:
It was reported that the o2 sensor was not working properly. The gas blender continued to operate as expected. There were no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.